Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2017 with the following findings:.investigation was not able to duplicate complaint about loss of prime. Force sensor was found to be within specification. Unidentified low force observed. Black box verified "loss of prime" warnings on (B)(6) 2017 with low non zero force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.